Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, we surmise that the phenomenon occurred due to the defective lamp. However, the cause of the defective lamp could not be identified. It was reported by the repair department that the main lamp did not ignite, but the emergency lamp worked, and this was due to the defective lamp. The lamp had been used 150 hours. Other inspection findings found: electrodes of the lamp socket have a problem. Repair department reported that there was ¿lint¿ inside the xenon lamp. Details of this ¿lint¿ were unclear, but it might be a slag resulted from activities of electrodes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit was able to turn on however, the only light on was the emergency lamp. The xenon lamp was removed and the electrodes were not in good condition. The device was able to operate as normal after the xenon lamp was replaced.

Event description:
The customer reported the visera elite xenon light source main lamp does not work however, the emergency lamp turns on. A follow up was made and the customer further reported that the dim light was coming out. The problem occurred during installation of the enf-vh. There was no patient involvement, no harm or user injury reported due to the event.